Event description:
It was observed during the device inspection, that the nozzle of the subject device exhibited foreign material coming out. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: h4 a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable event of whitish foreign material in the nozzle was confirmed. Based on the results of the investigation, olympus could not specify the type or the cause of the foreign material that remained in the device from the obtained information. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at flexibility adjustment ring and insertion section. The root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.